Manufacturer narrative:
The catheter was not returned for analysis. There does not appear to be a device failure nor was an alleged device deficiency of the catheter specifically described. Mc3 is committed to providing information to surgeons and ECMO specialists as we learn more about difficult surgical challenges encountered in the placement of the catheters and with the management of patients during ECMO.

Event description:
After decannulation, patient had a narrowing pulse pressure. Imaging revealed a hemorrhagic effusion. Patient had a pericardial drain placed by interventional cardiology. Also reported in medwatch report 4633010000-2022-8011. The following was also described to mc3 by the clinician. Catheter had been placed using the cut down method with bumpers. A possible micro puncture to ra which could have occurred during surgery or sometime during the case. Pressure increased in ra after flow was reduced during decannulation. Patient survived with no long term injury.